Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a revision of sternalock implants took place. Attempts have been made to gather details about the revision and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported a revision occurred, therefore the complaint is confirmed. There was no product returned, therefore no functional testing or visual inspection could be performed. No x-rays, scans, photographs, physician reports, or additional details were provided. It is unclear if there was an alleged malfunction of the device. Device history record (DHR) review was unable to be performed as the part and lot numbers of the devices involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.